Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) incomplete, the expiration date is unknown.

Event description:
It was reported by affiliate via personal interaction that during a meniscal suturing procedure, an implant did not come out of the truespan 24 degree peek. There was no surgical delay and no harm to the patient. The device was the first use when the issue occurred. The device is available to be returned for evaluation. Additional information received from the affiliate reported the case was completed but additional details could not be provided. The affiliate also reported the device is not available for return.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The lot number was reported as 5l61978 on the initial report and has been determined as invalid. Therefore, the lot number is unknown. UDI: (B)(4). Additional information: investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Further, the lot number supplied was incorrect which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.